Manufacturer narrative:
The device was evaluated at a repair center by an authorized service provider (asp) on 14may2026. The asp was unable to reproduce the alleged oxygen not available alarm. The customer requested that the repair be discontinued and the device be returned. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the oxygen not available alarm occurred. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. Prior to use on a patient, the customer stated that the alarm occurred but otherwise continued to operate. The ventilator was exchanged for the same model, a v60. This investigation is ongoing.